Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported that the cause of high impedances was possibly fluid in the port where the extension was plugged in. Rep tried running stim through but it did not clear. Rep reported that issue of high impendences did not resolve.

Event description:
It was reported that abnormal impedance values were observed during a replacement case involving an implantable pulse generator (ipg). Electrode 0 monopolar showed impedance greater than 5k ohms, while bipolar contacts 3,0, 2,0, and 1,0 were all greater than 10k ohms. Initially, green check marks were seen during the impedance check with the battery in the pocket, but after the fluid was pushed and the incision was closed, the impedance test showed values greater than 4k ohms and then greater than 5k ohms. The battery was completely dead at 2.17 v, necessitating the replacement due to end of service (eos). The manufacturer representative believed the abnormal reading could be fluid-related. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.